Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under(B)(4). Review of the most recent repair record determined the device was not cutting properly; damaged machined head and loose bearings. The head, bearings, pin, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Multiple MDR reports were filed for this event, please see associated reports:. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery that the unit did not cut evenly/fully during surgery. There was no harm, injury, or medical/surgical intervention required. A 15-20 minute delay was reported. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350-2023-01391.